Manufacturer narrative:
A sample has been available that has not yet reached manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that two phacoemulsification handpieces got hot during a cataract surgery. Patient impact was not reported. Additional information has been requested but none received to date. This is the first of two reports from this facility.

Manufacturer narrative:
The product under investigation was not a serviceable device. Therefore, a service record review was not performed. However, the handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints were reported for the product lot/batch/serial under investigation. The handpiece was received for evaluation. A visual assessment of the returned sample revealed that the handpiece was third party repaired. As a result, functional testing was not performed. Therefore; based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).